Event description:
Two pts at a radiation oncology unit suffered severe redness of the eyes and one of the pts also suffered a swollen eye that was difficult to open. It was reported the device used in the eye was soaked in cidex opa solution. This device is not approved for use in cidex opa solution per the product IFU.